Event description:
Event involving inappropriate air in line alarm. On [redacted], a critically ill ICU patient was receiving continuous propofol sedation via a plum duo infusion pump (software version 1.2.2.1). The infusion was programmed at 40 mcg/kg/min (22.32 ml/hr). The infusion had been running earlier in the day without documented issue. Beginning around 1645, the pump generated an air-in-line alarm and propofol delivery was paused. Nursing staff traced the line and did not visualize any air, kinks, or occlusion. The infusion was running via a central venous catheter that was known to be functioning. Despite troubleshooting by the rn, the alarm persisted and interrupted propofol delivery. During the interruption in sedation, the patient became acutely agitated with tachycardia, tachypnea, and thrashing movements, and was attempting to self-extubate while mechanically ventilated. A rass [richmond agitation-sedation scale] score of 3 was documented. A 100-mcg fentanyl IV bolus was administered at 1700 to maintain sedation and patient safety. Propofol was re-primed and infusion resumed after troubleshooting and the patient returned to baseline.